Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a blank screen could not be duplicated. The alarm history revealed a call service alarm. Unrelated to the initial complaint, the display was found to be dim and pink. The battery compartment was found to be cracked below the bumper pad. The returned battery cap was used during the investigation and was able to be fully tightened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and that there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.